Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a loud pop sound coming from the alinity s (sn: (B)(6)) followed by a burning smell and loss of power to the entire instrument. The circuit breaker for the analyzer tripped. The analyzer was unplugged and upon assessment the burning smell was coming from the power supply area. The 48 volt power supply board had burning / charring that extended across multiple components. A new power supply was installed, and the instrument is now powering on and reportedly passed initialization, daily maintenance and qc. There was no reported injury related to the event and no impact to patient management was reported.

Manufacturer narrative:
The alinity s system serial number (sn) (B)(6) was evaluated. An evaluation of the power supply: 1500 w: 48vdc found no obvious signs of external damage, however it was noted that there was charring on an internal board. There were no signs of dried fluid from the instrument that would cause a short circuit failure. The evidence of charring of the power supply: 1500 w: 48vdc (part number b-10002356-01) was limited to the board on the inside of the unit and did not spread to other parts on the instrument. A review of the instrument service history identified no additional issues or contributing factors to the customer reported event. A search for similar complaints of the power supply: 1500 w: 48vdc did not yield any other complaints aside from the current customer reported event. A review of tracking and trending did not identify a trend for the power supply: 1500 w: 48vdc or the alinity s system with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues for the power supply: 1500 w: 48vdc. Labeling was reviewed and was found to address the customer reported issue. Abbott equipment and accessories are certified to the safety standards, and adequate protection is provided for the operator against electric shock or burn and the spread of fire from the equipment. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer reported a loud pop sound coming from the alinity s (sn: (B)(6)) followed by a burning smell and loss of power to the entire instrument. The circuit breaker for the analyzer tripped. The analyzer was unplugged and upon assessment the burning smell was coming from the power supply area. The 48 volt power supply board had burning / charring that extended across multiple components. A new power supply was installed, and the instrument is now powering on and reportedly passed initialization, daily maintenance and qc. There was no reported injury related to the event and no impact to patient management was reported.